Event description:
An FDA register product, superpatch flow, rem, ignite, joy, defend, peace, victory and kick it patch all version were said to help in different areas of my life from, add, to better sleep, to weight loss, to brining me joy, to giving me peace, to help my balance and recovery quicker, and I could quit smoking. These health patch associates claim these patch are little miracle cures, and they pattern sends a signal to your brain and stops dementia in its tracks. It helps prevent allergies. The claims people are making about these patches are over the top and ridiculous. They are using a demo, that "proves" the science, but there is no science - it is the same test as powerbands. They are taking advantage of people. And if you wear the defend patch it can remove the covid vaccine. It is all lies! Superpatch company associates are telling people nationwide. Please look into this and shut them down! Superpatch - defend, flow, ignite, kick it, - there are eleven patches. Superpatch company or voxxlife. Superpatch defend etc.